Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. The based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements that were out of range. The electrophysiology (ep) surgeon recommended explanting and replacing the system device and rv lead and implanting a subcutaneous implantable cardioverter defibrillator (s-ICD) system. This lead has not been returned. No additional adverse patient effects were reported. This rv lead is no longer in service.